Event description:
The customer reported that their pump battery was depleting too quickly, leading to a pump shutdown. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.